Manufacturer narrative:
The diamondback 360¿ coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A perforation occurred during the first low-speed treatment with a diamondback gen 2 coronary orbital atherectomy device (oad) of a severely calcified lesion in the mid right coronary artery, which was highly stenotic. The oad was removed, and an angioplasty balloon was inflated for ten minutes to treat the perforation. The perforation was contained, and the procedure was completed without further complication.